Event description:
On (B)(6) 2015 a patient (pt) called to report that his/her prescription had changed and that acuvue no longer makes the pt¿s current prescription. The pt advised that he/she used expired contact lenses (cl) and ¿received ulcers on his/her eyes.¿ the pt advised that he/she wears lenses beyond the wear schedule since acuvue no longer made his/her prescription. The pt also advised that he/she loved the acuvue toric cl, but is now wearing trial lenses from a competitor. The acuvue brand of contact lens worn by the pt is unknown and the lot number is also unknown. The pt refused to provide any additional information. This report is being filed for the pt¿s os. The report for the pt¿s od is being filed under separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.